Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the programmer shut down due to a software problem. It was also noted that rubber pads left and right, nearby the on/off button and the e-strip button were missing but considered acceptable. The programming head was not present . Two back up batteries were present and both were empty. One of the batteries were determined to be defective. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.